Manufacturer narrative:
On (B)(6) 2019, the stim-q neurostimulator implanted near the second cervical vertebrae targeting the occipital nerve eroded and required immediate surgical intervention to explant the device. On (B)(6) 2019, a new stim-q neurostimulator was implanted near the second cervical vertebrae targeting the occipital nerve. On july 7, 2020, complaint specialist contacted the patient to learn more about the issue. The patient reported a series of issues experienced after the erosion on (B)(6) 2019, and following the revision on (B)(6) 2019. The patient reported: suture erosion/body rejecting sutures. When everything is working correctly, pain relief is 20-25%. Four, thin tissue, implant incision scares. Activates the stimulators 24/7. Has had three or four waas fail. All surgery (implant and revision) done by the same implanting clinician. Requesting better pain relief (75% or great) from the device. Reprogramming efforts have not increased pain relief and are now unavailable due to covid-19. X-rays have been provided. On july 8, 2020, complaint specialist contacted the implanting clinician to obtain additional information from the implanting clinician: chronic pain appointment discovered a metallic object arising from stimulator site. Patient started feeling nausea, headache returned, and had concern of migration. X-rays completed. Constant, visible suture erosion. X-rays and reprogramming. On july 31, 2020, the complaint specialist reviewed sterilization and packaging records for the respective product lots, confirming that the product was delivered sterile, no trend of erosion is evident for the respective lots, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulators were reported to meet product specifications. Device can not currently be received by manufacturer for analysis. The device was used for treatment of pain. Erosion may be attributed to the patient's rejection of the sutures, which are not part of the stimwave device. Reduced therapy compared to the trial may be attributed to the clinician's placement of the stimulators too distant from the target nerve.

Event description:
Stimwave quality has investigated the details for a report of loss of therapy/suture erosion submitted to the stimwave complaint system on june 24, 2020, by clinical representative (cr) in the united states. Stimwave became aware of the suture erosion on july 7, 2020, while discussing issue with nurse at implanting clinician's office; the complaint was re-evaluated as reportable at this time. On july 31, 2020, stimwave received FDA medwatch mw5095426 for this same event.